Event description:
It was reported that the stent moved on the balloon. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 4.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. During the procedure, the stent was attempted to be deployed through a guide extension. Once the stent was across the lesion; it was noted on fluoroscopy that the stent was not between the balloon markers. The stent moved on the balloon but did not detach. The stent was then removed successfully through the guide extension and guide catheter. A new stent was used to complete the procedure successfully. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 4.00 x 20mm stent delivery system was returned for analysis. Visual, tactile, microscopic and dimensional testing was performed on the device. Visual and tactile inspection identified no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic examination of the stent noted it was pulled from the proximal markerband and bunched towards the distal section. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped, evenly folded and were not subjected to positive pressure. The bumper tip was flared. Dimensional testing measured the undamaged crimped stent outer diameter, and the result was within max crimped stent profile measurement. No other issues were identified with the device. The allegation in the complaint was confirmed.

Event description:
It was reported that the stent moved on the balloon. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 4.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. During the procedure, the stent was attempted to be deployed through a guide extension. Once the stent was across the lesion; it was noted on fluoroscopy that the stent was not between the balloon markers. The stent moved on the balloon but did not detach. The stent was then removed successfully through the guide extension and guide catheter. A new stent was used to complete the procedure successfully. No patient complications were reported.